Manufacturer narrative:
"Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was given a case number and the case was transferred to cis. The customer then logged in to the server and confirmed the connection. The unit was briefly connected and then disconnected. The customer stated that the wireless network had changed and that he will check to see if the mac address is now required. New bridges will be ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported to vyaire medical that the avea ventilator was experiencing intermittent issues with wireless bridges transmitting data to their emr. The customer confirmed that there was no patient associated with the reported event.